Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery compartment is broken and the threads are damaged. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.